Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the tip of the needle is missing. The length of the needle was measured and found to be 7.645". The nominal size for the length of the device is 8.738". The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
It was reported that during a meniscus refixation the scorpion needle broke off inside the scorpion pliers and is stuck. There was no harm for patient, operator or third party. The surgery was finished successfully with a different pliers. It was not necessary to switch the surgical technique or do a second surgery.